Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier instrument would not seat properly and would not deploy on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not deploy on tissue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and/or if additional information is obtained.